Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien inspected the device and passed the extended self test (est).